Event description:
This system was removed due to (B)(6). There is no indication that the system has been replaced yet. The devices were retained by the hospital. Should additional info be received, this file will be updated.